Event description:
It was reported that during a competitor right ventricular (rv) lead implant, huge difficulties were encountered during attempt to insert the competitor lead into the implantable cardioverter defibrillator (ICD) connector. Abnormal lead impedance during the procedure was noted. At the conclusion of the procedure, normal impedance on the rv lead was unable to obtain as a result of difficulty inserting the lead into the ICD connector. A sterile silicone oil was used to fix the connection issue, and obtain correct parameters. The ICD remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.